Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation. Unique identifier (UDI) #: (B)(4).

Event description:
We received a report of an issue with the meter display on coaguchek xs meter serial number (B)(4). The customer performed a display check, all segments including the 888 were present when the button is held. Upon releasing the button, the customer only sees lines on the side of the screen and near the top. The lines are random indicating missing segments. The customer checked the meter memory and stated they could not see the last reading just random lines on the edge of the screen. The result is missing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.